Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface. Check that the pump is working properly by plugging a power source into the usb port and confirming that the display turns on, you hear audible beeps, feel the pump vibrate, and see the green led light blinking around the edge of the screen on/quick bolus button. If you are unsure about potential damage, discontinue use of the pump and contact customer technical support.

Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable after the customer fell on the pump. Customer¿s blood glucose(bg) level was 349 mg/dl. Additionally, the customer went to the emergency room for a bg of 110-320 mg/dl. Customer was treated by intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released on (B)(6) 2022. Reportedly, the customer was using admelog insulin. Tandem technical support informed the customer that admelog is off label per the tandem user guide. The customer reverted to an alternate method in insulin therapy.